Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked cytotoxic liquid from the piston during use. The following information was provided by the initial reporter, translated from french to english: "leakage at the piston, drops of cytotoxic liquid flow out of the syringe."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1906227, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1906227 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked cytotoxic liquid from the piston during use. The following information was provided by the initial reporter, translated from french to english: "leakage at the piston, drops of cytotoxic liquid flow out of the syringe."